Event description:
The device is being retained by the customer. Stapler insert fell out of handpiece after being passed through trocar into pts abdomen. Insert was easily retrieved. No adverse outcome to pt.

Manufacturer narrative:
Additional info from the user facility report: ethicon endosurgery, model# unk, exp date: 12/31/2011.